Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no reported impact to the customer's blood glucose (bg) level. Multiple follow up attempts were made to troubleshoot with the customer. However, no additional information was provided.